Event description:
The reason for call was caller says that the patient needs an MRI and is at the hospital now. They haven't charged ins in about 5 years and they went to charge today and found it wouldn't charge. Caller says they already talked to someone else who had them perform passive recharge mode but its not successful and get 78 for the high number. They said they spoke with a representative before and was told if it doesn't charge after 3 times at that number it just means it's not working. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller indicated that patient's ins battery has been dead for 3-5 years. The caller was attempting to charge with the patient. The caller indicated that the patient was in the hospital for altered consciousness. Troubleshooting was not required. The patient supposedly lost their device. The daughter found it and they attempted to recharge the battery over the phone. Rep absolutely did not tell them if it didn¿t work after 3 times it wouldn¿t work. Rep clarified they specifically told them that they had never seen the battery not recharge regardless of how long it was discharged. We physically went to the hospital to see the patient. She was hospitalized for confusion and altered mental status not related to the scs device. The daughter and the doctor had the paddle on the complete wrong side of the patients back while attempting to recharge. Issue was resolved within an hour it was charged to 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.